Manufacturer narrative:
Device not returned. Ccds and hospital staff have discussed the issues regarding the returned masks. Information requiring the evaluation for mask soiling and strap integrity when loading and unloading into chambers has been dispersed to sites.

Event description:
User reported mask did not seal, mask "caved in," material noted to be soft. The masks associated with this event were decontaminated with the battelle ccds "closed system" process.